Event description:
It was reported that the insufflator did not register proper pressure. It did not ventilate.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Physical check: caselid lightly bent in the back. Warranty seal: na. Calibration due date: sept 2015. Gas connector: no gc. Internal cable connections check: ok. Hpu's regulator pressure: 2.12 bars. Hpu leak test: ok. Hpu safety valve: ok. Tube recognition type: electronic. Was able to get to application. Active modes: 4. No error log generated. Gas sensor: ok. Gas heater: ok. Venting function: ok. Over pressure alarm/detection: ok. Occlusion alarm/detection: ok. Canula needle flow test: ok. Fluid sensor test: ok. Lsv pressure value: na (75-85). Lpr pressure value: 128(115-125). Lpu leak test: ok. Rtp function: ok. Trial calibration: went through successfully. This does not confirm the alleged failure mode of display showing a pressure value that the user was not expected. Probable root cause: 1. Software malfunction. 2. Power supply malfunction. 3. Insufflator design. 4. Unwanted movement of internal components / wiring. 5. Use error. 6. Manufacturing / assembly error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insufflator did not register proper pressure. It did not ventilate.